Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2025 and barbed suture was used. After removing the uterine fibroid and suturing the uterus, the root of the needle and the connection of the suture broke. The doctor immediately removed the needle and suture from the body, and the instrument and patrol nurses, together with the doctor, checked the integrity and replaced the suture with a new one for suturing. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. Any patient consequences? 2. Please clarify how the procedure was completed. 3.please provide the source or title of external person providing answers to follow-up. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.